Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On 11feb2016, rv pacing impedance rose to 1596 ohms up from a trend of 893-1121 ohm range. Then it varied between 1824-1045 ohms. Analysis of the device memory indicated the right ventricular lead integrity alert. Lead integrity alert warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and more than two high rate non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sic up to 6662. Non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing on the electrograms.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise and it was noted when the patient pressed their hands together, oversensing in the atrium was observed. A fracture was suspected. In addition, a lead integrity alert (lia) had previously triggered due to high right ventricular (rv) lead pacing impedance and noise/oversensing was noted, along with high-rate non-sustained tachycardia episodes. A fracture was suspected. At the time the patient presented due to the alert, the physician chose to continue monitoring the patient. It was later decided to explant the rv and ra leads and during the laser extraction procedure, it was noted the leads were cut during the removal process. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.